Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) event. Blood glucose level was 900 mg/dl at the time of the event. Patient got treated with manual injection. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of confusion, feeling, sick/unwell, headache, and tired/weak. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.